Event description:
It was reported that: dr. (B)(6) stated, the pt started having pain (B)(6) 2011.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0 deg 38mm, cat# nls-380000b, lot# 33810001. Tritanium revision acetabular, cat# 509-02-58f, lot# mjax7j. Trident 0 deg insert 40mm, cat# 623-00-40f, lot# mjp385. V40 cocr lfit head 40mm/+0, cat# 6260-9-140, lot# 3v8mle. Gap plate screws, cat# 2080-0040, lot# mje372. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.